Event description:
It was reported that the right atrial (ra) lead exhibited high/varying thresholds, and was capturing the ventricle. The lead was found to have dislodged. The lead was programmed off, with no intention of repositioning the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.